Event description:
It was reported that this right ventricular (rv) lead had dislodged from its original implant position in the heart, causing the patient to experience bradycardia of 35 beats-per-minute. Surgical intervention was performed and the rv lead was repositioned, but dislodged yet again. The helix was also observed to not extended or retract properly, so the physician decided to explant and replaced it. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.